Manufacturer narrative:
.

Event description:
It was reported that since a new pump implant, the patient has lost the use of his legs and can't stand by himself. It was also reported that the patient was incontinent and had a catheter. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.